Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinic manager reported loss of suction which occurred with two patient interfaces during lasik flap creation. Additional information received, the treatment was completed and the patient is doing well postoperatively.

Manufacturer narrative:
Additional information provided in device evaluated by manufacturer. With limited information the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).